Event description:
It was reported via repair work order that the safety bar missed the retaining hook and the cot dropped off the back of the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the unit was not calibrated to the correct height of the ambulance deck.

Event description:
It was reported via repair work order that the safety bar missed the retaining hook and the cot dropped off the back of the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported on (B)(6) 2015 that an emt was injured during this event while transporting the patient. Further information was not provided.

Event description:
It was reported that the safety bar missed the retaining hook and the cot dropped off the back of the ambulance. There was patient involvement, however no adverse consequences were reported for the patient. It was reported that an emt was injured while transporting the patient further information was not provided.